Event description:
According to the report, the surgeon had three cases of meningitis present 3-4 months post-operatively after bioglue was used during the initial procedure. All pts underwent acosutic neuroma surgery. Two pts were operated on using the retrosigmoid approach and one using the translabyrinthine approach. The two "retrosigmoid" pts presented with both a csf fistula and sterile meningitis. The single "translabyrinthine" pt presented with meningitis, but no csf fistula. At the time of report, this pt was still in the hospital receiving antibiotic treatments.

Manufacturer narrative:
This is an ongoing investigation. Further info will be addressed in a follow-up report.